Manufacturer narrative:
An evaluation of the kangaroo pump was performed and the customer states, ¿does not alarm when tube is clamped.". The unit was triaged and the reported issue could not be confirmed at this time; the device went through and passed 5 consecutive flow sensor tests as well as 5 consecutive downstream occlusion tests. The device alarmed both visually and audibly for each error. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports the enteral feeding pump does not alarm when the tube is clamped.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.